Event description:
The customer reported that the system displayed a charge error message and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f7 fuse in the generator was replaced. The system was tested and found to be working as intended and put back into service.